Event description:
Device malfunction [device malfunction]. Couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out [gait inability]. In bed for 4 to 5 days [bedridden]. Pain/tender medial joint line [knee pain]. Could not bear weight on the knee [weight bearing difficulty]. Required assistance to go to the bathroom/had to be helped her get in the car [activities of daily living impaired]. Knee gave out and she fell [fall]. Knee got extremely tight [joint tightness] . Shoots her blood sugar through the roof [blood sugar increased]. Case narrative: initial information to this legal case was received on (B)(6) 2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves a 57 years old female patient who experienced couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out, required assistance to go to the bathroom/had to be helped her get in the car, in bed for 4 to 5 days, knee gave out and she fell, knee got extremely tight and shoots her blood sugar through the roof (latency: unknown), pain/tender medial joint line (latency: 8 months 1 day) was treated with hylan g-f 20, sodium hyaluronate (synvisc one) and cortisone. A device malfunction was noted in the reported batch number. The patient's past medical history included cervicalgia, contusion (patellofemoral), diabetes mellitus for 25 to 30 years, caesarean section, colonoscopy, gallbladder operation, motor vehicle accident, knee pain, anxiety, depression, hypertension, hyperlipidaemia, hypothyroidism, osteoarthritis, sinus disorder, thyroid disorder, smoker lap band surgery and tubal ligation. The patient's family history included unspecified cancer, heart disease and diabetes mellitus. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included diazepam; diclofenac sodium; fenofibrate; glyburide; sitagliptin phosphate (januvia); metformin; methocarbamol (robaxin); simvastatin; vortioxetine hydrobromide (trintellix); vitamin d2; bupropion hydrochloride (wellbutrin); simvastatin (simvastatin +pharma), depomedrol and sertraline hydrochloride (zoloft). She had never received viscosupplementation to the knee. She denies prosthetic devices, allergy to avian proteins, eggs, or feathers. On (B)(6) 2017, the patient was administered hylan g-f 20, sodium hyaluronate, intra-articular injection 1 df 1x (lot - 7rsl021, 31-may-2020) in the left knee for osteoarthritis. The patient was given chloraprep, following which the synvisc-one was injected into the joint space. Patient tolerated the procedure well. On (B)(6) 2018, patient reported to the clinic for her left knee pain follow up. Upon inspection it was noticed that her left knee was tender medial joint line (latency: 8 months 1 day). She had full range of motion with pain (latency: 8 months 1 day). The patient was injected with 80mg of depomedrol with 1cc of 1% lidocaine and tolerated the procedure well. On an unknown date, after unknown latency, patient's daughter had to help her get in the car for the trip home. Patient's knee got extremely tight and it seemed like it would explode (onset date, latency: unknown). When patient got home she could not bear weight on the knee. She couldn't walk for a week. Patient required assistance to go to the bathroom and had to hop on one leg. Patient was in bed for 4 to 5 days (onset date, latency: unknown). Patient does not remember having a fever at the time. On one trip to the bathroom, her knee gave out and she fell (onset date, latency: unknown). Patient does not know if any labs were done and was not hospitalized. Patient still had problems with the knee but they were not as bad as when she had the gel injection. Patient still has to wear a knee brace. She never required a brace before receiving hylan g-f 20, sodium hyaluronate. Without a brace, her knee buckles with walking. Patient was continuing to visit her doctor for her knee. On an unknown date, patient had one cortisone shot since receiving hylan g-f 20, sodium hyaluronate (dose, indication: not reported). Patient reported that cortisone shots shoots her blood sugar through the roof (onset date, latency: unknown). Patient was not sure if fluid was ever drawn off her knee. Cold weather does not help her knee. Patient cannot go up steps starting with her left knee. When going down stairs, she must be careful. Action taken: unknown for cortisone corrective treatment: depomedrol for pain/tender medial joint line; knee brace for couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out; not reported for rest of the events except device malfunction. Outcome: unknown for all events except device malfunction. Seriousness criteria: disability for couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out, in bed for 4 to 5 days, disability and medically significant for device malfunction; required intervention for pain/tender medial joint line reporter causality: related for shoots her blood sugar through the roof with respect to cortisone. A product technical complaint was initiated for synvisc one on 17-oct-2018 with global (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Follow up information received on 12-oct-2018. No new information. Follow up information was received on 17-oct-2018. No significant information was received. Additional information was received (B)(6) 2018 from patient. Medical history was updated. Events of could not bear weight on the knee, couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee, required assistance to go to the bathroom/had to be helped her get in the car, in bed for 4 to 5 days, knee gave out and she fell, knee got extremely tight and shoots her blood sugar through the roof were added with details. Suspect drug cortisone was added. Seriousness criteria updated. Clinical course updated. Text amended accordingly. Additional information received on (B)(6) 2018 from patient. Family history of heart disease added. Event of pain/tender medial joint line added with details. Clinical course updated. Text amended accordingly.

Event description:
Device malfunction [device malfunction] . Couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out [gait inability]. In bed for 4 to 5 days [bedridden] . Could not bear weight on the knee [weight bearing difficulty] . Required assistance to go to the bathroom/had to be helped her get in the car [activities of daily living impaired] . Knee gave out and she fell [fall] . Knee got extremely tight [joint tightness] . Shoots her blood sugar through the roof [blood sugar increased] . Case narrative: initial information to this legal case was received on 02-oct-2018 regarding an unsolicited valid serious case from united states received from a physician. This case involves a 57 years old female patient who experienced couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out, required assistance to go to the bathroom/had to be helped her get in the car, in bed for 4 to 5 days, knee gave out and she fell, knee got extremely tight and shoots her blood sugar through the roof (latency: unknown) was treated with hylan g-f 20, sodium hyaluronate (synvisc one) and cortisone. A device malfunction was noted in the reported batch number. The patient's past medical history included cervicalgia, contusion (patellofemoral), diabetes mellitus for 25 to 30 years, caesarean section, colonoscopy, gallbladder operation, motor vehicle accident, knee pain, anxiety, depression, hypertension, hyperlipidaemia, hypothyroidism, osteoarthritis, sinus disorder, thyroid disorder, smoker lap band surgery and tubal ligation. The patient's family history included unspecified cancer and diabetes mellitus. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included diazepam; diclofenac sodium; fenofibrate; glyburide; sitagliptin phosphate (januvia); metformin; methocarbamol (robaxin); simvastatin; vortioxetine hydrobromide (trintellix); vitamin d2; bupropion hydrochloride (wellbutrin); simvastatin (simvastatin +pharma), depomedrol and sertraline hydrochloride (zoloft). She had never received viscosupplementation to the knee. She denies prosthetic devices, allergy to avian proteins, eggs, or feathers. On (B)(6) 2017, the patient was administered hylan g-f 20, sodium hyaluronate, intra-articular injection 1 df 1x (lot - 7rsl021, 31-may-2020) in the left knee for osteoarthritis. On an unknown date, after unknown latency, patient's daughter had to help her get in the car for the trip home. Patient's knee got extremely tight and it seemed like it would explode (onset date, latency: unknown). When patient got home she could not bear weight on the knee. She couldn't walk for a week. Patient required assistance to go to the bathroom and had to hop on one leg. Patient was in bed for 4 to 5 days (onset date, latency: unknown). Patient does not remember having a fever at the time. On one trip to the bathroom, her knee gave out and she fell (onset date, latency: unknown). Patient does not know if any labs were done and was not hospitalized. Patient still had problems with the knee but they were not as bad as when she had the gel injection. Patient still has to wear a knee brace. She never required a brace before receiving hylan g-f 20, sodium hyaluronate. Without a brace, her knee buckles with walking. Patient was continuing to visit her doctor for her knee. On an unknown date, patient had one cortisone shot since receiving hylan g-f 20, sodium hyaluronate (dose, indication: not reported). Patient reported that cortisone shots shoots her blood sugar through the roof (onset date, latency: unknown). Patient was not sure if fluid was ever drawn off her knee. Cold weather does not help her knee. Patient cannot go up steps starting with her left knee. When going down stairs, she must be careful. Action taken: unknown for cortisone. Corrective treatment: knee brace for couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out; not reported for rest of the events except device malfunction. Outcome: unknown for all events except device malfunction. Seriousness criteria: disability for couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee/knee gave out, in bed for 4 to 5 days, disability and medically significant for device malfunction. Reporter causality: related for shoots her blood sugar through the roof with respect to cortisone. A product technical complaint was initiated for synvisc one on 17-oct-2018 with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Follow up information received on 12-oct-2018. No new information. Follow up information was received on 17-oct-2018. No significant information was received. Additional information was received 14-nov-2018 from patient. Medical history was updated. Events of could not bear weight on the knee, couldn't walk for a week/knee buckles with walking/cannot go up steps starting with her left knee, required assistance to go to the bathroom/had to be helped her get in the car, in bed for 4 to 5 days, knee gave out and she fell, knee got extremely tight and shoots her blood sugar through the roof were added with details. Suspect drug cortisone was added. Seriousness criteria updated. Clinical course updated. Text amended accordingly.

Event description:
Device malfunction [device malfunction]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid non-serious case from united states received from a physician. This case involves a (B)(6) female patient who experienced device malfunction, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included neck pain, contusion with patellofemoral, diabetes mellitus, caesarean section, colonoscopy, gallbladder operation, motor vehicle accident, knee pain, anxiety, depression, hypertension, hyperlipidaemia, hypothyroidism, osteoarthritis, sinus disorder, thyroid disorder, smoker lap band surgery and tubal ligation. The patient's family history included unspecified cancer and diabetes mellitus. The patient's past medical treatment(s), vaccination(s) was not provided. Concomitant medications included diazepam; diclofenac sodium; fenofibrate; glyburide; sitagliptin phosphate (januvia); metformin; methocarbamol (robaxin); simvastatin ; vortioxetine hydrobromide (trintellix); vitamin d2; bupropion hydrochloride (wellbutrin); simvastatin (simvastatin +pharma) , depomedrol and sertraline hydrochloride (zoloft). On (B)(6) 2017, the patient was administered synvisc one (hylan g-f 20, sodium hyaluronate) intra-articular injection 1 df 1x (lot - 7rsl021, 31-may-2020) for osteoarthritis. The patient developed a non-serious device malfunction following the first dose intake and on the same day following the last dose intake of hylan g-f 20 and sodium hyaluronate. Final diagnosis was device malfunction. The patient outcome is reported as unknown for device malfunction. Seriousness criteria: medically significant. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented.